Manufacturer narrative:
Result: known inherent risk of procedure. Per the instructions for use, valve embolization is a known potential adverse event associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for aortic embolization (i.e. Minimal leaflet calcification, severe septal hypertrophy), bav may provide indication of potential balloon movement during valve deployment in this case, procedural factors (loss of pacing capture) resulted in dislodgement of the deployed sapien xt valve by the delivery system balloon which contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by our canadian affiliate, during a transapical tavr procedure, post deployment of a 29mm sapien xt valve, during post dilation, the valve was dislodged and embolized into the aorta. Post sapien xt valve deployment, paravalvular leak (pvl) was observed. Post dilation was performed with 1cc of additional volume. During the balloon inflation, the pacemaker lost capture during rapid pacing causing the delivery system balloon to ¿pop into the aorta¿, dislodging the xt valve. The valve was observed ¿floating in the aortic arch¿, but still on the wire. A second valve was prepped; however, a second ascendra+ delivery system was not available. A 29mm novaflex+ delivery system was prepared, with an additional 1cc of volume, and used to successfully deploy the second xt valve. Following the deployment of the second valve, attempts to retrieve the first valve with a snare were unsuccessful. Two attempts to anchor the valve with a balloon were also unsuccessful. A self expandable stent was used to anchor the valve in the ascending aorta with good results. At the time of this report, the patient was in stable condition.